Event description:
It was reported that the patient was treated in an ambulance and at the emergency room for low blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas. If the pump is returned, an evaluation will be conducted and a supplemental report will be filed. The patient reports inadvertently priming of 169 units of insulin on the hospitalization and did not let go of the "ok" button. The patient recently started using the pump and expressed that she may need some additional pump training due to confusion with pump features. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history showed dates from (B)(4) 2012. Data from the date of the complaint ((B)(6) 2012) was overwritten due to continued patient use. There was no activity outside normal use recorded in the black box or download history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.